Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-01859. The manufacture is unable to determine which lead was affected hence both leads are reported. The patient reported she was not receiving stimulation and was unable to the increase amplitude. The sjm representative met with the patient and lead diagnostics revealed multiple high impedances were present. Reprogramming was unsuccessful. The patient underwent surgical intervention where the lead was removed and replaced with a new one. Therapy was resumed and the issue has been resolved.